Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The analog board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis of the report of this type has not identified an increase in trend.